Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient is experiencing soreness at the pocket site. The physician examined the patient's pocket site and determined that the leads and the ipg were exposed and are working their way out of the patient's body. The physician explanted the patient's entire system. The physician believes that the devices were working their way out of the body and was either due to the ipg being too shallow or the patient having too much scar tissue. There was no infection noted only skin erosion.